Event description:
Event verbatim [preferred term] had a little pain/ it was all red and like it burned her/ it hurt when she touched it; like it burn her [thermal burn] , red spots where it stung her [rash macular], (B)(6) years old, wearing several layers of clothing (underwear) over the thermacare/ did not check her skin under the product while wearing/ she took it off and put it back on [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) year old female patient, non-pregnant, not post-menopausal, started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number r85731, expiration date sep2019) via an unspecified route of administration from (B)(6) 2017 at an unspecified dose for a little bit of pain in lower back. The patient medical history included headache. Concomitant medication included pills when she had a headache. The patient put on one heatwrap on (B)(6) 2017 and didn't wear it all day, but started to have a little pain. After maybe 2 hours of wearing the wrap, she felt like a little pinch right there. She took it off and put it back on. Then, she took it off and it was all red and like it burned her. She could feel little red spots where it stung her. Maybe the red was because she just took it off, then it started cooling down and then she started seeing the tiny red spots. It hurt when she touched it; like it burned her. She did not consult a healthcare professional for the problem. She was going to start putting medicine on it. She had an antibiotic that she got her husband and would be using that. It was a triple antibiotic ointment. She wanted to know if that ointment would be okay to use. She stated that her skin was normal. She did not have sensitive skin. She did not have any abnormal skin conditions. Thermacare was used 5 hours per day (1pm-6pm). She did not use thermacare previously. She previously used other heat products for pain relief, like salonpas in 2016, tiny little patches but never had problems with those, the pain would go away after using. She was wearing several layers of clothing (underwear) over the thermacare product. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before she used the product. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of had a little pain/ it was all red and like it burned her/ it hurt when she touched it; like it burn her and red spots where it stung her was not recovered. The outcome of other event was unknown. Follow-up (03apr2017): follow-up attempts are completed. No further information is expected. Follow-up (03feb2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment. Based on the information provided, the events of "burn""red blotches" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn" "red blotches" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.